Event description:
Incident reported as: customer alleges a pt had surgery in 2008 and returned to surgery on six days later, due to a septic syndrome. Customer is alleging the application of the clips may have contributed to the issue. No further info is available.

Manufacturer narrative:
Device not returned to MFR for eval. Device not returned for investigation. Results: mfg - packaging. Conclusions: the root cause was found in the packaging process. Corrective actions: a recall of the prod with this lot# was initiated. Should more info become available, a f/u report will be sent.